Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter balloon malfunctioned. The complainant stated that the catheter was placed after prostate surgery, and the patient was sent home. The complaint stated that the patient returned to the ER to have the catheter replaced, due to an alleged balloon malfunction. No patient injury was reported but the patient did allegedly experience discomfort.

Manufacturer narrative:
Received 2 unopened foley catheters. The reported event was unconfirmed, as the product met specifications. The visual inspection was conducted as follows: inspected the exterior of the samples and did not find anything to contribute to the reported event. These lot samples had intact balloons. Unable to verify reported event. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Recommended inflation capacities: 3cc balloon: use 5ml sterile water, 5cc balloon: use 10ml sterile water, 15cc balloon: use 20ml sterile water, 20cc balloon: use 25ml sterile water, 30cc balloon: use 35ml sterile water, 40cc balloon: use 45ml sterile water, 75cc balloon: use 80ml sterile water, do not exceed recommended capacities." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter balloon malfunctioned. The complainant stated that the catheter was placed after prostate surgery, and the patient was sent home. The complaint stated that the patient returned to the ER to have the catheter replaced, due to an alleged balloon malfunction. No patient injury was reported but the patient did allegedly experience discomfort.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter balloon malfunctioned. The complainant stated that the catheter was placed after prostate surgery, and the patient was sent home. The complaint stated that the patient returned to ER to have catheter replaced, due to an alleged balloon malfunction. No patient injury was reported but the patient did allegedly experience discomfort.